Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was recurrent right flank hernia. The procedure performed was recurrent incisional right flank hernia. On (B)(6) 2006 approximately 4 ½ months after the (B)(6) 2005 surgery the patient underwent surgical revision for recurrent incisional right flank hernia and the pre-op and post-op diagnosis recurrent right flank hernia. The patient experienced surgical revision, adhesions, recurrence, and mesh excision.

Manufacturer narrative:
Additional info: a4, b5, b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent incarcerated right flank incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh shrinkage, pain, mesh erosion, mesh detachment and gastric band migrated causing vomiting and retching. Post-operative patient treatment included revision surgery, removed segments of mesh, mesh excision and placement of a new mesh for repair.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent incarcerated right flank incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh shrinkage, and mesh detachment. Post-operative patient treatment included revision surgery and mesh excision.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent incarcerated right flank incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh shrinkage, pain, mesh erosion, mesh detachment and gastric band migrated causing vomiting and retching. Post-operative patient treatment included revision surgery, mesh excision and placement of a new mesh for repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent incarcerated right flank incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh shrinkage, mesh detachment and gastric band migrated causing vomiting and retching. Post-operative patient treatment included revision surgery, mesh excision and placement of a new mesh for repair. The device had been used with tacking screws